Event description:
It was reported that "during the procedure to implant t2 humeral nail the male portion of the inserter broke and could not be retrieved.

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.